Manufacturer narrative:
Additional information is not yet available for this event. Event date is unknown. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection, it was observed that the olympus lamp and normal lens are shattered; shield case was also damaged. Other incidental observations were the scope socket slider switch gets stuck pressed in, corrosion on the chassis, worn out front panel sheet, and worn out socket air joint leaking air pressure.

Event description:
As reported for this event, during set up for a diagnostic procedure the device lamp bulb shattered. The device lens was also shattered with the bulb. There is no patient involvement and no adverse impact on any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no available repair history for this device. The device has been manufactured for more than 13 years. Since lamp usage time exceeds 500 hours, it is likely that lamp has failed due to an aging failure of lamp. When lamp was broken, the lens was damaged because the glass pieces were scattered by the high-pressure gases in lamp. The other incidental issues may have happened either because use or storage deviates from the operating environment used by the user, deterioration by age, or by a forceful application by user. The instructions for use includes the following statements: use this instrument only under the conditions described in "transportation, storage and operating environments" and "specifications" in the appendix. Otherwise, improper performance, compromised safety and/or equipment damage may result. Do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Avoid applying excessive force to the connectors, as this may damage the instrument. Lamp operating hours are described below in the instruction manual.